Event description:
Debris was found upon opening major general pack that was set up for case. The pack was removed and a new one was opened, the pt was not in the surgical suite at the time. On (B)(6) 2019, upon opening a major general pack, a light colored what appears to be a curly hair was seen on the table cover. I was called to the room and removed the pack and replaced with a new pack. The pt was not in the surgical suite when this occurred.